Event description:
It was reported that during a surgical procedure at the user facility, the device was running without user activation, when the trigger was released. Back-up equipment was used to complete the procedure, with a minimal, clinically insignificant delay. No adverse consequences and no medical intervention were reported.